Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging stuffy nose, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stuffy nose every night for past 8 months, and nasal/throat irritation. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected external and internal parts of the device and found small white piece of plastic found in accessory port. Also found dust/dirt contamination inconsistent with degraded sound abatement foam was throughout device enclosure, and airpath, suggesting a source external to the device and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1) but the evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.